Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet system experienced sustained hyperglycemia reported at 348 mg/dl after being unable to activate a continuous glucose sensor due to an incompatible abbott sensor found in a freestyle libre 3 plus box, resulting in use of manual blood glucose entry and no back-up therapy. Symptoms included elevated blood glucose without acute clinical manifestations. Outcomes included prolonged time above target. Investigation included user troubleshooting and education and coordination with the sensor manufacturer for replacement. Investigation of this case revealed an incompatible freestyle libre sensor that prevented activation with the ilet. It was concluded that the event was related to use of an incompatible sensor and user was advised to continue manual entry until a correct replacement sensor is received. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.